Event description:
Customer reported a hospitalization due to high blood glucose. Diagnosed diabetic ketoacidosis. The customer experienced vomiting, nausea, thirst, urination and delusional. Customer stated that she had been high all day. Does not recall the insulin pump alarming. Customer was hospitalized for three days. Customer was treated with insulin drip and the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.